Manufacturer narrative:
(B)(4). Batch # n9098l. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, a breaking sound was heard when the device cut the vaginal canal. Then I-blade was broken off inside the patient. The broken piece was searched inside the cavity but not found. X-ray was taken from different angles but no pieces were located. The doctor assumed that no pieces were left inside the patient, and a monopolar device was used to complete the case. Gen11 was used. According to the doctor, the target tissue was thick.